Manufacturer narrative:
Additional information: the two stents implanted were non-medtronic stents. The device was not moved or repositioned while inflated. No difficulties were noted during inflation of the balloon. A pressure of 12-16 atm was applied during inflation. No other techniques to deflate the balloon was attempted prior to withdrawal of the inflated balloon. The 1.25 x 15mm medtronic balloon was a sprinter legend balloon. No bypass surgery was performed. The patient received medication during the hospital stay. The target lesion had 90% stenosis. It was not difficult to remove the protective sheath/stylette. A 1:1 concentration of contrast/saline was used. The 1.25x15mm sprinter legend was inspected with no issues noted. Resistance was noted while advancing the 1.25x15mm sprinter legend balloon to the lesion and no excessive force was used. It was believed that the adverse event was primarily caused by the post-dilation balloon and not related to the pre-dilation balloon. The patient was discharged from hospital and is currently in good condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc sprinter rx coronary balloon, deflation difficulties were encountered. Deflation difficulties occurred following first inflation. After two stents were implanted, the nc sprinter was used for post-dilation. However, the balloon failed to deflate properly and repeated attempts to withdraw the balloon were unsuccessful. As a result, both the balloon and the guide catheter were withdrawn together from the body. During balloon withdrawal, the inflated balloon caused stent displacement and leading to intraoperative thrombosis. Following subsequent treatment involving multiple non medtronic guidewires, guide extension catheters, balloons and one 1.25 x 15mm medtronic balloon all failed to pass through the proximal- mid stent segment. It was considered that the guidewire passed beneath the stent struts, and thrombus formation occurred within the stent, causing harm to the patient. Tirofiban was administered at a low maintenance dose, and anticoagulation was performed with low molecular weight heparin. The patient was considered for transfer to another hospital for further vascular bypass surgery. The target lesion was located in the mid right coronary artery (rca) which exhibited mild tortuosity and no calcification. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.